Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The pump, event logs and data set have been received for investigation. The reported over infusion of insulin could not be confirmed nor replicated during testing. Review of the event log indicates that the channel programmed for insulin was running at rates between 4 and 5 ml/hr and should have delivered approximately 11.5 ml during the 2 1/2 hour incident time period. Rate accuracy testing and the internal inspection found the device to be in good working condition and delivering fluid within specifications. The device history record was reviewed at the manufacturing facility, and it did not show any manufacturing issues during production build for the involved pump. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported and indicated no prior service repair history for the suspect infusion pump.

Event description:
Date of event: (B) (6) 2010 - (B) (6) 2010. Customer reported an over infusion of insulin. User hung a new 100 ml bag of insulin at 2100 pm, intended rate 5 ml/hr. At 2342 pm, the patient's blood glucose was 70 and the infusion turned off. At 0042 am, the user noted the 100 ml bag was empty, checked the patient's blood glucose, result 29. The physician was notified, one amp of d50 was administered, and the blood glucose levels checked every 15 minutes for 1 hour. User stated when the device was turned back on, noted the infusion rate was 5 ml/hr. The patient recovered with no long term harm. Seven bags of insulin were prepared by pharmacy for the patient during (B) (6) 2010 at 0046 am and (B) (6) 2010 2012 pm. Although requested, no further patient/event information was provided.